Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately ten months post implant of a leadless pacemaker that the patient experienced an infection. Source of the infection is unknown. The leadless pacemaker was removed. No further patient complications have been reported as a result of this event.